Event description:
International affiliate reports revision surgery (6th revision) was performed on (B)(6) 2014 because during rehabilitation the patient fractured through a segment that had already been fused and needed to connect this fractured segment to the rest of the previous fusions undertaken. No product problem was identified. As such, this medwatch report for an adverse incident will be filed on the event itself.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded by customer.